Event description:
It was reported that the patient had an infection as a result of the implant surgery in (B)(6)2013. They reportedly had to do a blood patch because the patient had air in her spinal cord. The pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain further information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID neu_ unknown_cath, serial # unknown, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).